Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2012 and presented on (B)(6) 2015 with ectasia in both eyes (left eye more than right eye). It was stated that the patient experienced loss of best corrected visual acuity (bcva) in left eye more than in right eye. The patient complained of decreased visual acuity in left eye at 8 months, gradually worsening and right eye being almost perfect. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2012: right eye pre-op 20/20 -5.00 x -.75 x 18, left eye pre-op 20/20 -5.25 x -1.25 x 165. Bcva from (B)(6) 2013: right eye post-op 20/15 .25 x -.25 x 85, left eye post-op 20/15 .00 x -.25 x 110. Bcva from (B)(6) 2015: right eye post-op 20/20, left eye post-op 20/40.